Event description:
One discordant, falsely elevated, calcium result was obtained on an advia 1800 instrument. The discordant result was reported to the physician, who questioned the result. The sample was rerun to obtain the corrected result, and the corrected result was then reported to the physician. There are no known reports of adverse health consequences or patient intervention due to the discordant, falsely elevated calcium result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to evaluate the advia 1800 instrument. After analyzing the instrument and instrument data, the fse serviced the water system. The l-ring seals were replaced in all vertical pumps. The saline bottle and lines were decontaminated. Contaminated tubing was replaced or cleaned. All air and water filters were replaced. A full-system decontamination was performed with bleach. The fse performed lamp energy, cell blank, and ran quality control (qc). The system is performing within specifications. No further evaluation of the device is required.